Event description:
Reportedly, during the colon resection the stapler misfired instead of stapling closed. The rectum was cut requiring abdominal perineal resection with removal of rectum and colon. Pt now has a permanent colostomy.